Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The event occurred on 03-jul-2024. Patient first went to emergency room and later was admitted to hospital. Blood glucose level was 544 mg/dl at the time of the event. Patient was found to be positive for ketones. Therefore, patient took correction injection via mdi. Patient also took IV and fluids of saline and insulin. Treatment resolved the issue. No further information was available.